Event description:
It was reported that the patient with this implantable device had exhibited infection. A revision was performed and the device along with the right ventricular (rv) lead were explanted. The physician opted to implant a leadless pacemaker. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).